Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that workstation failed to work. The technical support specialist accessed station and confirmed the user account was not locked. Investigation revealed the login failure was due to "invalid credential". The customer was advised to reset the password and proceed with case closure, as no further action was required from customer support center (csc). The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server user account had locked out / recurring issue. The customer reported there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server user account had locked out / recurring issue. The customer reported there was a delay in patient care. There were no adverse events or injuries reported based on this event.